Event description:
It was reported that the user experienced hyperglycemia with ilet displaying 390 mg/dl and a confirmatory fingerstick of 474 mg/dl over several hours, after a recent infusion site change and a recent meal announcement; the user reported no symptoms and was unable to check ketones, and the libre 3+ could not be calibrated. Symptoms included no clinical manifestations reported. Outcomes included ongoing monitoring and user education to allow automated correction, with instruction that an additional site change could be required if glucose did not decrease. Investigation included user troubleshooting and education for high glucose and third-party cgm error, with follow-up planned to confirm glucose decline. Investigation of this case revealed a cause could not be determined based on available information, with potential contributory factors including persistent hyperglycemia despite recent site change and a reported libre 3+ issue; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.